Manufacturer narrative:
Initial.

Event description:
It was reported that the patient ate dinner and did not perform a meal announcement while using the ilet system, after which glucose rose to approximately 254 mg/dl and later dropped to approximately 25 mg/dl. The event was associated with an improper or incorrect user procedure related to the user interface. No adverse clinical symptoms associated with hyperglycemia followed by severe hypoglycemia. Outcomes included a delay to appropriate treatment or therapy without hospitalization. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions. The complaint was categorized as a missed meal announcement under meal announcements with troubleshooting and education completed and no alerts or alarms.